Manufacturer narrative:
(B)(4).

Event description:
It was reported that the drill was shorting out. A backup was available to complete the procedure. No patient or user impact was reported.

Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was no relationship found between the returned device and the reported incident. An evaluation of the device performed by the OEM found that the device passed all testing. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an issue with the concomitant cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.